Manufacturer narrative:
Pump passed the displacement test. Compromised force sensor system alarm during the basic occlusion test due to loose /flush drive support disk. No unexpected numbers appeared on the screen during testing. Pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin during manual priming. Blood glucose level at the time of the incident was 185 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.